Event description:
A malfunction alarm labeled as "malf 1" was reported, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer had not reset the pump for this malfunction within the prior 24 hours, so technical support provided instructions for resetting the pump and assisted the customer with the process. The malfunction did not recur after this action, and the customer was informed to continue using the pump and advised to call back if the malfunction reappeared, which they acknowledged and understood.